Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that a cartridge alarm 19 occurred during bolus delivery. The customer's blood glucose (bg) level was reported to be 48 mg/dl. The customer drank juice to increase bg level. The contact was able to successfully load a new cartridge and insulin delivery was able to be resumed.